Event description:
Information received from the field does not address the patient's clinical status but notes inappropriate measured data. The pacer mode was changed from ddir to dddr. The patient was doing well and the pacer remains implanted.~~~~~~~~